Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On the same day as the onset, the patient was hospitalized for the event. It was unknown if the patient was treated with medication for the peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that pd therapy was on hold due to peritonitis and the patient was switched to hemodialysis. On an unknown date, the patient was re-admitted due to catheter removal and remained hospitalized. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up it was reported the patient was recovered from the peritonitis event and all medications were discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, it was reported that on the same day as the event onset, the patient was treated with vancomycin injection (1g, once a day in 5 days, discontinued), amikacin injection (100mg per day, ongoing) and ceftazidime (1g per day, ongoing) for peritonitis. Seven days after the event onset, the patient was discharged from being hospitalized. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that treatment with vancomycin was still ongoing. At the time of this report, the patient was still recovering from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.